Manufacturer narrative:
Product complaint (B)(4). Batch # r5839f. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there any patient consequence? If yes: please explain the patient consequence. How was the patient consequence resolved? Response: there is no patient consequence.

Event description:
It was reported that during an unknown procedure, during the surgery, when after firing of contour stapler on rectal tissue, it was cut but not stapled. Suturing is done to make continuity.